Manufacturer narrative:
Device evaluation summary: on 10/11/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The device history record (DHR) of lot number 5808315 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. There is no root cause since no anomaly was reported and no issues/damages were observed. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Note: the initial reporter is unknown as the devices were received as blind devices. Concomitant products: saline mentor siltex round moderate profile 475cc breast implant, lot number 5808315. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, saline mentor siltex round moderate profile 475cc breast implants were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient. This medwatch is for the left breast implant.

Manufacturer narrative:
On 9/25/2018, it was reported to mentor that the facility is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/25/2018, saline mentor siltex round moderate profile 475cc breast implants were received by the mentor failure analysis lab with no accompanying information. The devices were processed on 9/26/18. Manufacturer¿s reference number: (B)(4).